Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-04105 and #3005099803-2016-04106 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex tracheobronchial stents were to be used to treat an esophagobronchial fistula in the bronchus during a stent placement procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician started releasing the first stent (the subject of MFR. Report# 3005099803-2016-04105) half-way when the stent could not be fully deployed and the shaft bowed. The physician removed the partially deployed stent and used a second ultraflex tracheobronchial stent (the subject of MFR. Report#3005099803-2016-04106); however, the same issue occurred and the procedure was not completed due to these events. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results an ultraflex tracheobronchial stent: and delivery system was returned for analysis. The stent was received partially deployed. Visual evaluation found the device shaft was kinked. Functional evaluation found the shaft bowed during a deployment attempt, the stent was successfully deployed. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A corrective action has been initialized to address the issue of shaft bowing. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2016-04105 and #3005099803-2016-04106 for the associated device information. It was reported to boston scientific corporation on (B)(4) 2016 that two ultraflex tracheobronchial stents were to be used to treat an esophagobronchial fistula in the bronchus during a stent placement procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician started releasing the first stent (the subject of MFR. Report# 3005099803-2016-04105) half-way when the stent could not be fully deployed and the shaft bowed. The physician removed the partially deployed stent and used a second ultraflex tracheobronchial stent (the subject of MFR. Report#3005099803-2016-04106); however, the same issue occurred and the procedure was not completed due to these events. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.